Event description:
One year after treatment with two cypher stents, one of them was completely blocked.

Manufacturer narrative:
Percutaneous coronary intevention (pci) was performed on a lesion in the proximal left anterior descending artery (lad) with a 3.5x23mm cypher stent and with an unknown stent in the right circumflex. Post-procedure medications included plavix and aspirin. One year later, the patient developed shortness of breath, fatigue and chest pain. He was recathed and it was found that the stent in the proximal lad. It was treated with a taxus stent. This product is not available for testing and evaluation.